Event description:
It was reported that while the anesthesia workstation was in use the inspiratory tidal volume was incorrect. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-sit investigation was performed by our field service engineer, it has been clarified that the initially claimed vti (inspiratory tidal volume) increase, has been caused by wrongly mounted patient cassette. Device's logs have been evaluated by our clinical department and the issue could be confirmed. It has been concluded that this failure can occur from a failure in mounting the patient cassette. There is also information that system checkout passed before occurrence of the issue. This can also be confirmed in provided device's logs. Leakage due to loose patient cassette may lead to hypoventilation and emergency ventilation will not improve the situation. The root cause has been assessed as usability related. Information why the patient cassette has been mounted not according to instructions has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.